Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed, that the right ventricular (rv) lead and the pulse generator were oversensing noise, resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. It was also reported, that during, the rv lead replacement procedure, the set screw of the pulse generator was loose. The patient was stable throughout the procedure.